Manufacturer narrative:
Concomitant medical product: 6935m55, lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered potentially inappropriate therapy for rapid ventricular response. The ICD remains in use. No further patient complications have been reported as a result of this event.